Manufacturer narrative:
(B)(6) 2018 / a follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen was in-operative after swapping it out and back in. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27feb2019. Date rec¿d by MFR: 30july2018. The philips product support engineer (pse) troubleshot the issue with the customer over the phone. The pse recommended examining the ui (user interface) assembly for missed or misconnections. The customer reported back stating that they discovered a film on the connector that interfered with the electrical connection. The customer cleaned the firm from the overlay connector. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.